Event description:
The customer reported there were no bradycardia alarms at the bedside monitor. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and the customer alleged that there was no bradycardia alarm at the bedside monitor. The customer performed a cold start of the device, but this did not resolve the issue. The rse found out that the cardiac (car) settings were not proper in the device. The rse advised the customer to clone from a working device that would pull over the default event groups which would match. The rse informed that the clone resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem was due a configuration issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.